Event description:
Our regional manager in the (B)(6) was contacted by a (B)(4) and it was reported that a pt died. The pt's death was reported to be due to a seizure. Good faith attempts are underway for further details about their death. Since death was related to a seizure, sudep is not suspected.